Manufacturer narrative:
Analysis found that the handpiece was overheating. Pre temperature test for 1 minute, test 1: 38.0 c and test 2: 49.9 c. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the device overheated during inspection. There was no patient impact.